Manufacturer narrative:
Batch record review of reported lot and chemistry evaluation of retained sample were performed. No deviations were noted. Product was within specifications.

Event description:
A female patient reported, she was diagnosed with an "eye infection" following the use of complete moistureplus. She reported that her eyes had bothered her for 2-4 weeks before she sought medical treatment, she clarified "bothering" as itching, blurred vision, a litter mattering and 'bad headaches.' During this time, she continued to wear her contact lenses. She saw her eye doctor who reportedly told her she had an infection (no cultures was taken) and prescribed ocuflox (ofloxacin). Her symptoms soon resolved and she resumed lens wear. She said she discards her contact lens case every couple of months. Chemistry testing on retained sample within product specifications.